Manufacturer narrative:
(B)(4). Retainer ring = black. The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly noted. No moisture damage noted on the force sensor, motor, vibrator, battery tube and keypad assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. In conclusion, the pump had a blank display due to moisture damage on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.